Event description:
The customer reported to olympus, the user facility was having repeated issues with the evis exera iii video system center and evis exera iii xenon light source recognizing 180 model scope series. According to the customer upon follow up, it has been a recent issue, however, information regarding specific dates and details for the previous instances are not available. The customer attempted to troubleshoot the issue but later decided to send the devices in to olympus for maintenance/evaluation upon recommendation. The most recent issue occurred prior to an unknown procedure and was completed with a similar device. There were no reports of patient harm associated with this event. Related patient identifiers: (B)(6) and (B)(6) (model number cv-190; serial number (B)(4)); (B)(6) and (B)(6) (model number clv-190 sn (B)(4)); (B)(6) and (B)(6) (model number cv-190; serial number (B)(4)).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation could not be confirmed. No issues were found during evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The evaluation was completed. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomenon based on the investigation result. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.